Event description:
Failure to alarm when leaking.

Manufacturer narrative:
Active investigation in-progress, results of the investigation will be provided in a supplement report. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy.

Manufacturer narrative:
Upon an evaluation of the returned device this complaint is confirmed. A preliminary evaluation conducted by hugo technology on (B)(6) 2013 confirmed the device failed leaking test during performance and safety check. The pump was further evaluated at the tuttlingen service center on (B)(6) 2014. A defective vacuum motor was ruled as the most probable root cause of the reported ¿not alarming when leaking¿. Additionally, top case and was found broken and the device software required updated to version v0.68. Review of complaints history for renasys go pump serial # (B)(4) indicates no other issues have been reported against this device as of this date. No further action will be taken at this time. Per the information provide there were no patient injuries or harm associated with this issue.

Event description:
Failure to alarm when leaking.